Event description:
On (B)(6) 2011, the reporter for the lay-user/patient contacted lifescan from (B)(4) alleging that a one touch verio meter was displaying other message. The patient did not allege any harm or injury because of the reported issue. The alleged issue was not resolved with troubleshooting since the reporter did not have the test strips available. Replacement meter was sent to the patient. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter for the patient claimed that the meter was displaying other message. There is no evidence, however, that the alleged issue contributed to a serious injury. The patient did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury.

Manufacturer narrative:
The meter involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(6) 2011, with the following findings: the meter has passed testing with no faults found. The 510 (k) # is k093745.